Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic after receiving a merlin transmission on an alert for non-sustained right ventricular oversensing. An upper out of range high voltage lead impedance measurement was observed. Reprogramming changes were attempted but not resolved, due to suspected lead fracture. The patient condition is fine. Device remains implanted.